Manufacturer narrative:
(B)(4). Results of investigation: the carefusion field service representative(fsr) evaluated the unit and determined the front panel to be faulty. The repaired the device by replacing the front panel and returned the device back to the customer working to service specifications. The suspect faulty front panel was received into the carefusion failure analysis lab where the component was tested for two hours without it failing. There were no lines and the image was stable. The reported issue was unable to be reproduced, however visible water ingress was found on the touch panel.

Event description:
The customer stated that this unit powers up but then starts to flicker and lines appear across the screen before eventually turning off. There was no patient involvement at the time of the incident.